Manufacturer narrative:
Manufacturer ref# (B)(4) summary of investigational findings: an 86-year-old female patient with aortic dissection had previously had an aortic replacement. The patient had developed anastomotic aneurysm at both the proximal side (distal aorta arch) and the distal side (at kinked area above celiac artery) of the replaced part. A zta-p-30-109-w1 was placed at the proximal site and a zta-p-30-155-w1 was placed at the distal site and an endoleak was seen inside the artificial vessel at the proximal site of the zta-p-30-155-w1. It was described that space was left between zta and the 28mm artificial vessel because of the tortuous part of the artificial vessel. The physician planned to place a zta-p-30-201-w1 to line the whole 2 stent graft as bridge and cover the leak site. However, the delivery system could not be advanced through the previously placed zta-p-30-155-w1 (pr 362404) and a zta-de-30-108-w1 had to be used instead. The endoleak was resolved and the procedure completed. Review of the device history record gave no indication of the device being produced out of specification. Per the IFU for this device the zta is intended to be used for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The safety has not been evaluated for patients with dissections or patient with previous repairs in the descending thoracic aorta. It is likely that the endoleak in this case occurred due to off-label use of the zta-p-30-155-w1, as it was described that the device was placed inside an aorta which had previously been repaired using an artificial vessel. Furthermore, it is noted that it is described that the device is used for an anastomotic aneurysm located near the celiac artery in the abdominal aorta and in a patient with dissection. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reportr: this pr(B)(4). Captures 'endoleak of zta-p-30-155-w1'. An (B)(6) year old female patient who had aorta dissection previously had aorta replacement developed anastomotic aneurysm at both the proximal side(distal aorta arch) and the distal side(at the kinked area above celiac artery) of the replaced part. The cia was partially calcified but it was determined as accessible since it was 8mm in diameter. To treat the proximal side, the physician placed zta-p-30-109-w1 and placed zta-p-30-155-w1 to treat the distal side. Then, the endoleak was confirmed at the proximal of the zta-p-30-155-w1. The endoleak site was inside the artificial vessel, so the rep/physician determined it was type iiia endoleak, not type ia. To treat this endoleak, the physician planned to place zta-p-30-201-w1 to line the whole 2 stent graft as bridge and cover the leak site. He advanced the delivery system, but the delivery system would not advance due to friction with the guide wire. There was no same size back-up, so he replaced it with zta-de-30-108-w1. The stent graft was placed in the distal of the zta-p-30-109-w1 and proximal of zta-p-30-155-w1 to cover the leak site successfully. The endoleak was resolved and the procedure was completed. The wire guide used for the procedure was tscmg-35-260-lesdc (lot:e4202727). Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 13may2022: the two zta devices was implanted so they did not overlap. It is assumed that the advancement difficulties occurred due to friction with the wire guide as the physician felt resistance. The delivery system would not pass the previously placed zta-p-30-155-w1 that was paced in the distal side. The patients anatomy in the area of difficulties was tortous part of previously placed zta-p-30-155-w1 that was paced in the distal side.